Event description:
Additional information: it was reported that the cause of the event was due to low battery. It was unknown if the battery depletion was normal. The patient experienced baclofen withdrawal with increased rigidity. The patient was reported to have recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8711, lot# j11034r30, implanted: 2002 (B)(6), explanted: unk. Analysis of the pump revealed a motor feedthrough anomaly. (B)(4).

Event description:
It was initially reported on (B)(6) 2012 that the patient experienced withdrawal; the pump contained lioresal 2000 mcg/ml. The reporter indicated that per the hcp there was a pump failure; the hcp was able to reprogram the pump "and the patient is fine now". It was further reported a pump alarm was heard and confirmed by telemetry. The critical alarm was due to reset occurred - low battery and safe state occurred. The logs showed multiple resets occurred with low battery. After the pump was reprogrammed on (B)(6) 2012, it ran for approximately 15 hours and then reset again. When the pump was running, the patient's underdose symptoms improved. Neither a pump rotor study or dye study was performed. The patient's pump was explanted and replaced on (B)(6) 2012 due to premature elective replacement indicator (eri). The existing catheter was left in place.